Event description:
Device was implanted, moved, caused substantial side effects (loss of teeth, and gallbladder, bleeding during and after sex, headaches, pelvic pain, restless leg syndrome, back pain, bloating and others).